Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Additionally, stryker observed that the device was not booting up properly. The system and user interface pcbs assemblies were replaced to resolve the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The replaced pcbs assemblies were returned to stryker product analysis center (pac) for further investigation. The pac technician was not able to duplicate the reported issue. Therefore, a further root cause of the reported issue could not be established.

Event description:
The customer reported their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.